Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced uncomfortable stimulation. Reportedly, the lead migrated which was confirmed via xray. In turn, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, the issue was resolved and therapy was confirmed post op.